Event description:
During testing, the pump was programmed to deliver 20 ml of fluids. However, the pump delivered 28.9 ml.

Manufacturer narrative:
The device in question has not been returned to walkmed infusion yet. Once the device has been inspected, a follow up report will be filed. Please expect the follow up report within 30 calendar days.